Manufacturer narrative:
Patient city: (B)(6). Patient country: spain. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that the patient faced the tape not sticking issue in the infusion set due to swimming on (B)(6) 2026.